Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03apr2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported sensor issue. The manufacturer¿s international service technician replaced the gds components to address the reported problem.

Event description:
The manufacturer¿s international service technician reported machine and proximal pressure sensors failed. There was no patient involvement. Event date not specified, estimate used.